Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff. It was reported that the patient "became ill and expired". Cause of death was unknown. It was reported that the cause of death was unrelated to the device system. The pump was used to deliver baclofen.